Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. Troubleshooting was unable to resolve the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg does not communicate with external devices following a radiofrequency procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.